Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet, with intermittent sensor reconnecting alerts, while the dexcom app continued to function; the user briefly had to enter blood glucose manually, and signal returned after serial number re-entry and standard troubleshooting, consistent with intermittent communication failure involving the antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose remained unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components and intermittent communication failure associated with the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.